Manufacturer narrative:
Event date: - requested date of event however, account was unable to provide info. Field service specialist visited the account and could not duplicate the dark screen problem. Inspected expansion module and surgical monitor. Re-seat all related cables and connectors. Completed femto standard field service check list. System meets specifications.

Event description:
It was reported that patient had an incomplete flap cut. Surgeon decided to convert patient to photorefractive keratectomy. No complications and patient is recovering as expected post photorefractive keratectomy.

Manufacturer narrative:
Surgeon information corrected as info was received during follow up. Applications support manager (asm) visited the account after the event and was told by surgeon that he does not do much lasik and did not remember the correct docking technique. Surgeon reported that back in august while doing the first eye the screen went blank and he could not see anything. The asm explained that this may have been condensation on the cone. Surgeon then said that he added fluid on the backside of the cone to clear things up and then proceeded with laser treatment. When he went to lift the flap it was incomplete. The asm explained that most likely it was due to the fluid. Surgeon said that he aborted lift and did lasek in right eye instead. Patient is doing well 20/20 right eye and 20/25 left eye post op. Asm observed 4 eyes (B)(6) 2017 without complication. The asm walked surgeon through the correct docking technique in great detail and explained what he was possibly experiencing and told him the importance of not adding fluid. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.